Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was to treat a vessel dissection. The rx graftmaster instructions for use (IFU) states it is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to the operational context of the procedure, as it is likely the device interacted with the mildly calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the observed material deformation (bent strut on the proximal end of the stent). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - indication for use.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the left anterior descending (lad) artery. During the procedure a 2.80 x 26 mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a vessel dissection; however, the sds was unable to cross the lesion. The sds was removed and the procedure was completed with a 2.8 x 19 mm graftmaster. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.